Event description:
A customer reported a malfunction in their pump, identified as malfunction code 199, while it was being updated. There was no adverse impact to the customer's blood glucose level. The pump was unable to be turned off despite multiple attempts by the customer and technical support, leading to the decision to replace the pump. The customer did not have a backup therapy available and planned to contact their healthcare provider. Technical support coordinated sending a replacement pump and instructed the customer on returning the malfunctioning pump.